Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. It was reported that the piston not rewinding and was unable to complete the priming. Customer stated that the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was unable to prime and then alarmed a33 (compromised force sensor system) during the prime/a33 test at 4.0 lbs due to moisture damage on the fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the displacement accuracy test due to prime anomaly and a33 (compromised force sensor system) alarm. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly and a33 (compromised force sensor system) alarm. During visual inspection, the electronic assembly and motor had moisture damage. The test p-cap and reservoir does lock in place in the reservoir compartment.